Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
It was reported that the pt's insulin infusion tubing was found to be leaking at night. The pt's blood glucose level was elevated to 428 mg/dl. Her normal blood glucose level is 150 mg/dl. The pt stated that her blood glucose levels had been elevated in the evenings. The pt was able to smell insulin. She found a small cut in the insulin infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.